Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: during preventive maintenance, "p touchscreen function sometimes doesn't work, in a sense that it doesn't register any touch at all. But, when it works, it works perfectly." No patient involvement.